Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator coned down and the system required a reboot to regain functionality. No patient death or serious injury was reported related to this event.